Event description:
I had the infuse implanted during my spinal surgery, this has caused me many problems and has required me to visit my doctor frequently, as well as undergo a revision surgery. I am constantly in pain.